Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing, which resulted in ventricular tachycardia (vt) therapy delay. Boston scientific technical services (ts) recommended reprogramming and doing a defibrillation threshold (dft) test. The health care professional (hcp) stated that they are adding medication to the patient's therapy. The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.